Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
Patient identifier: (B)(6). Date of event: best estimate: (B)(6) 2014. According to the information received, a catheter was inserted during surgery due to urethral repair and was supposed to stay in place for 5-7 days. The catheter broke on the second post operative day and fell out. The break was located between the valve and catheter body. This happened in 4 cases.